Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were not heavily calcified and not tortuous. It was reported that there was some difficulty retracting the runners after the stent graft was successfully deployed. The runners and nose cone were successfully retracted into the graft by rotation of the screw gear. The delivery system was not returned. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval: results, conclusion: lack of info (device not returned for eval).